Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the error message "drive fan 2 defective." Was displayed. The ch was exchanged during treatment. No harm to any person has been reported.as the cardiohelp was exchanged, which is a potential risk for the patient, a report is needed. Complaint ID: (B)(4).

Event description:
Complaint: (B)(4).

Manufacturer narrative:
It was reported that the error message "drive fan 2 defective." Was displayed. The cardiohelp was exchanged during treatment. No harm to any person has been reported.as the cardiohelp was exchanged, which is a potential risk for the patient, a report is needed.a getinge field service technician (fst) was sent for investigation. The sensor panel was cleaned and no parts were replaced in regards to the reported failure. The fans were replaced as part of the cardiohelp system restore. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "drive fan 2 defective" could be confirmed on the date of event.the fst confirmed, that the root cause was a contamination of the fan 2 with blood, which caused the the error message "drive fan 2 defective.the system has redundant fans to ensure a proper cooling even if one fan malfunctions. In case of a defective fan a visual and acoustic alarm is generated. In addition an alarm is generated if the internal temperature is too high. According to the service manual (chapter "service activities") the fans have to be exchanged every 24 months during the maintenance. Furthermore in the instruction for use (IFU), (chapter "general risks in the use of heart-lung support systems") it is stated that the ventilation openings have to be checked before every use that they are not covered. A cardiohelp with a defective fan should be replaced as quickly as possible.the device was manufactured on 2012-04-27.the review of the non-conformities has been performed on 2025-07-02 for the period of 2012-04-27 to 2025-05-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "error message "drive fan 2 defective" could be confirmed.this complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2024-05-10 till 2025-05-10)the customer will be informed about the results by the getinge sales and service unit.in order to avoid reoccurrence of the reported failure, the responsible technician will be retrained not to use tape. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.